Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged one day post implant. An invasive revision procedure was performed and the lead was successfully extracted and replaced with a new rv lead. There was no report of adverse pt effects during this procedure.